Manufacturer narrative:
Concomitant medical product: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) ubd: , UDI#: b3: event date is month and year valid h3: analysis found device stuck on checking the recharger. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported pt was unable to charge implant for the last 3-5 days because something was wrong with their recharger. Pt went to pain clinic earlier today and spoke with a medtronic rep about the issue and was redirected to patient services to have recharger replaced, as the 'paddle had something wrong with it.' Pt said they didn't see any error messages, but later in the call mentioned they saw 'replace controller batteries' message. Agent had caller check recharger cord and plug for damages; no visible damages reported. Caller confirmed that the recharger had been getting hot when pt would try to charge implant. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back stating they received the replacement recharger and now they are trying to charge the implant but encountered software problem (99) with the following details: 1- intellis 2- 3.6 3- 1546 4- app manager-c. Agent walked caller through resetting the controller and starting an implant charge session on the call. Caller confirmed recharging; excellent; controller 100 percent implant 30 percent.